Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible capture issues, high and raising thresholds, high impedance, and undersensing. It was also noted that the right atrial (ra) lead exhibited oversensing and dislodged during ra lead extraction due to binding with the rv lead. Both pacing leads were explanted and replaced. No patient complications have been reported as a result of this event.